Event description:
Fied. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain. No further patient complications were reported.